Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction of burn marks are observed on the distal end body: component failure. Based on the results of the investigation, it is likely the following led to the malfunction of foreign material: cause not established. Based on the results of the investigation, it is likely the following led to the malfunction of because instrument channel is crushed, forceps cannot be inserted: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the investigator indicated burn marks are observed on the distal end body; forceps could not be inserted into the instrument channel because of damage to the instrument channel; and foreign material found on multiple components. There was no patient involvement.